Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the right ventricular (rv) lead exhibited over-sensing of noise resulting in pacing inhibition. The pacer dependent patient became symptomatic and felt lightheaded. Programming changes were performed. The patient was in stable condition.

Event description:
New information received notes the rv lead was explanted and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual examination found the caused of the reported event was due to external abrasion consistent with friction to the device can. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.